Manufacturer narrative:
Initial reporter phone: (B)(6). Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: a DHR and ship history cannot be performed as the serial/lot number for this component was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. However, there are several failure modes of the device that could lead to lack of rigidity, which include but are not limited to components or device issues. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ambicor instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient is having problems to keep his ambicor penile prosthesis (app) inflated and firm after ten minutes of sexual intercourse. The patient also states that the app is not firm enough for anal sex. The urologist checked the patient and the implant and did not find any problem. The patient is disappointed and frustrated and is asking if a repair is needed. No further information was provided.